Event description:
Patient called and explained that he had a palmaz genesis stent implanted in 2009, and found that the stent was fractured and there was a restenosis of the target lesion four months after stent placement. The patient is a male. The target lesion location was the left subclavian artery. The patient had a previous heart attack in 1991. The patient is a previous smoker and quit approximately three years ago. There was no difficulty placing the stent in the target lesion and there were no complications during the index procedure. Shortly after the procedure, the patent began to experience shoulder pain and have numbness in his arm. The patient had a CT performed three months later, and it was found that the stent was fractured, and the vessel was restenosed. There has been no treatment. The physician is recommending bypass surgery to treat the lesion.

Manufacturer narrative:
The product is not available for evaluation, and testing. Additional information will be submitted within 30 days upon receipt.